Event description:
Complainant alleged that while attempting to defbrillate a pt the device displayed a "defib fault 72" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. During subsequent testing at the facility's biomed dept, the device displayed "pacer fault 116" and "defib disabled" messages.